Event description:
An image reading of the x-rays was conducted by a medical director from this manufacturer and reported the following: the device report and the x-rays were reviewed and the xrays are not very good quality and it is difficult to see exactly how many screws are broken. It was confirmed that at least 3 of them are.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing evaluation: based on the topography of the fracture surfaces, it can be concluded that the screws were subjected to high dynamic bending loads (one-sided). Constantly alternating bending loads led to the fatigue of the material, then to first cracks and finally to the overload respectively to the fatigue fracture of the screws. The screws could not resist the applied force which finally led to the material overload / fatigue failure. No evidence of material or manufacturing defects were identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported there was breakage of screws with loss of correction after valgus tibial head osteotomy on the left side of hardware implanted on (B)(6) 2014. Eight weeks post-operatively, (B)(6) 2014, the breakage of screws was identified at the tibial head osteotomy left side with increased pain was reported in the area of the left proximal tibia. Surgery was performed on (B)(6) 2014 with material removal and re-osteosynthesis. The surgery revealed 4 of the 8 screw were broken. Patient reported he was in good condition before the breakage even if he put full weight onto the leg. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: comact. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.